Event description:
It was reported by a physician's office that a system diagnostic test returned high impedance for the pt. The pt's output currents were disabled, and the pt reportedly had pain above his generator for approx one week. X-rays of the pt's device were taken. Attempts for further info have been unsuccessful to date. A revision surgery in the future is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.